Manufacturer narrative:
UDI number: (B)(4). An accudrain unit and a transducer (of unknown manufacturer) were received for evaluation. No defect was observed on the unit¿s stopcock that could cause the reported condition. As part of the evaluation, the following tests were performed: - the transducer luer was turned to evaluate its condition. The luer felt tight and made squeaky sounds when turned. - the transducer was attached to the unit¿s zero-reference stopcock. A tight hold was achieved. When the two (2) components were pulled in opposite directions, the two (2) components remained together and did not loosen up. - the transducer body was rotated on its axis. It was observed that when the transducer is rotated, its luer component would turn as well. Thus, it is possible to loosen the transducer by turning its body. - also, the transducer was moved from side to side. It was observed that repeated movements from side to side would cause the transducer¿s luer to loosen on its own. Thus, the transducer can be loosened during continuous handling of the unit. The DHR review did not identify any discrepancy during the product¿s manufacturing process which could have contributed and/or be related to the reported condition. The complaint is considered confirmed in the sense that the transducer can be loosened during handling of the unit; nonetheless, the stopcock is fixed on the evd¿s body and does not have moving components, such as the transducer¿s luer or transducer itself which is attached to the stopcock. Accudrain¿s stopcock is an off the shelve component and the connecting threaded area is considered universal and therefore should be compatible with most transducers. No changes have been made to the stopcock or its dimensions that could contribute to the reported condition. The transducer returned with the accudrain device is from an unknown manufacturer and apparently it does fit on the stopcock. Nevertheless, the root cause of the situation is most likely caused by the transducer used as it was confirmed that it can be loosened by continuous handling, and thus it should be periodically re-tightened in order to avoid the reported condition. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2020, the ins8400 accudrain without the anti-reflux valve fell off its rack. The nurse was moving the patient from the toilet back to chair and noted that there was dripping of pink tinged fluid on the ventric pole. She also noted that the transducer was on the ground. The ventric was clamped upward and the nurse quickly clamped the ventric downward to prevent further drainage. Additional information received on (B)(6) 2020 and (B)(6) 2020 stated that the unit fell off the pole and was hanging. The (B)(6) year old female patient had built up extra fluid in her head which caused severe pain and confusion when the accudrain was replaced. Pain medication, rest and relaxation used to ease her painful symptoms.